Manufacturer narrative:
Customer returned pump for an alleged battery cap broken/cracked/damaged, no delivery alarm/insulin flow blocked alarm, cosmetic damage located at the serial number label, battery side and was hospitalized for high bgs and dka found on 22-jun-2023 (per ss event date). However, the customer's note stated that the pump was returned for an alleged battery cap broken/cracked/damaged, no delivery alarm/insulin flow blocked alarm, cosmetic damage located at the serial number label, battery side and was hospitalized for high bgs and dka found on 24-jun-2023. Unable to confirm battery cap broken/cracked/damaged due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. The pump was received with a partially broken battery tube threads, a cracked case behind the pump near the battery tube compartment and a serial number label missing. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08655 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the ss event date of 22-jun-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 22-jun-2023 listed on smartsolve. Dailytotalofallinsulindelivered = 96.675. Dailytotalofbasalinsulindelivered = 26.55. Dailytotalofbolusinsulindelivered = 70.125. In further full review of the pump history/traces on the event date (per customer's note) of 24-jun-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 24-jun-2023 listed on smartsolve. Dailytotalofallinsulindelivered = 53.75. Dailytotalofbasalinsulindelivered = 26.65. Dailytotalofbolusinsulindelivered = 27.1. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: 06/22/2023 12:03:00.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 06/23/2023 20:48:24.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. There were no other unexpected pump errors/alarms noted 1 week prior to the event dates 22-jun-2023 and 24-jun-2023 in the formatted history file. The pump was received without a battery cap installed. The pump was received without a battery installed. The p-cap locks properly into the reservoir compartment; however, a cracked retainer and a cracked reservoir tube lip were noted during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Unable to confirm battery cap broken/cracked/damaged due to pump received without the original battery cap. Battery cap broken/cracked/damaged was unknown. Retainer ring damage (a cracked retainer and a cracked reservoir tube lip were) was confirmed. Cosmetic damage was confirmed at the serial number label and battery side of the pump. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. No delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia. The blood glucose value at the time of the event was 600 mg/dl. Troubleshooting was performed and the customer got an insulin flow blocked alarm. The high blood glucose was treated by manual injection/insulin pen, IV insulin drip (intravenous insulin infusion), was hospitalized, and insulin pump (subcutaneous insulin infusion). The reason for visiting the hospital and being admitted was high blood glucose and diabetic ketoacidosis. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active at the time of the event. The pump shows physical damage and observed pump's retainer ring was damaged. The customer stated that the type and location of the damage was a chipped piece, missing from the battery cap area, and also cracked further down on the battery side of the pump. No further patient complications were reported. The customer will discontinue insulin pump use and revert to the backup plan as per health care professional instructions and the insulin pump will be returned for analysis.